Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6940 implantable pacing lead 2000 (B)(6). (B)(4).

Event description:
It was reported that there was a non-sustained tachycardia episode due to noise on the right ventricular (rv) lead, and it was also noted that there was oversensing with short intervals. The lead is still in use. No patient complications have been reported as a result of this event.